Event description:
Patient had light therapy on face for trigeminal neuralgia. Treatment caused nausea, sweats, shaking, patient unable to drive and almost passing out. Patient has had four episodes since treatment. Now seeing neurologist and cardiologist for cause. Patient would like to know if goggles should have been worn during treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact broken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.